Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events of pain, capsular contracture and anxiety-product/procedure was received on (B)(6) 2025, with lot number 2251210. Based on the product analysis performed, the assessments of the complaint codes are: pain: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV

Event description:
Healthcare professional reported textured to smooth exchange. Patient reported pain and discomfort. Later healthcare professional reported bilateral grade 4 capsular contracture. This record is for the left side. Device has been explanted and replaced.